Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was oversensing. An evaluation of the strips that were sent to cpi's technical services department confirmed that the device appeared to be oversensing t-waves.